Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Stenosis is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary stenting procedure with placement of a 2.5 x 28 mm xience v stent in the mid left anterior descending (lad) artery and a 3.0 x 18 mm xience v stent in the mid right coronary artery (rca). On (B)(6) 2015, the patient was re-hospitalized and underwent diagnostic coronary angiography. In-stent restenosis of 80-90% was noted in the stent implanted in the lad. On (B)(6) 2015, a revascularization procedure with percutaneous transluminal angioplasty was performed in the mid lad. The patient condition resolved on (B)(6) 2015 and the patient was discharged. No additional information was provided.